Event description:
It was reported that a patient underwent acl reconstruction on (B)(6) 2013. During the procedure, the surgeon inserted the fixation component into the patient¿s bone and the lever arm deployed upon exiting the tibia. The product was removed and another product was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants."